Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they charge up both devices to 100% 4 days ago and they are not getting anything and they are not sure what has happened. Patient services specialist (ps) asked patient to navigate to the controller screen and controller shows ins 100% controller 70% and therapy is off. Patient stated she didn't turn therapy off. Ps assisted patient with turning therapy on. Ps reviewed icon meaning, button meaning on the controller. Ps review device function and for patient to monitor ins turning off and call ps back for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Pt called back and stated they're still having the same issues that were originally documented in this case. Pt stated their stimulation is on but their ins isn't depleting. Pt confirmed their controller and ins were both charged to 100%. Pt also confirmed they see a green highlighted box around the group. The patient weighed 176.5 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.